Manufacturer narrative:
Failure analysis found button error alarm and no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 206 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.